Event description:
Our home infusion company continues to have integrity issues with the covidien 35ml syringes in which the tips break either during shipping process or during the compounding process. Most recent lot: 217143x. We changed our packing process to further reinforce the syringes within their shipping containers. We have less reported breakages, but still some. Now we are having reports of breaking during the compounding process as well, which would be unrelated to the packaging technique.